Event description:
Attorney reported: in 2007 - the patient underwent a recurrent ventral hernia repair procedure with placement of a size 8x12 composix kugel mesh patch. In 2008 - the patient was presented with a recurrent ventral hernia and was admitted to surgery. During surgery adhesions were taken down, the attached mesh explanted during a small bowel resection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence and adhesions are known adverse event that are listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.